Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft separation occurred. The target lesion was located in the right coronary artery (rca). An opticross¿ imaging catheter was selected for use. During percutaneous coronary intervention (pci), it was noted that the shaft of the opticross¿ was separated. The physician then removed the opticross¿ together with the guide catheter. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported and the patient's status was stable.